Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an angiogram and echocardiogram re vealed severe central regurgitation. A balloon aortic valvuloplasty (bav) was performed with no change in the leak. An echocardiogram showed that one leaflet did not move. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve-in-valve and resolved the central regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient initials have been added to section and the initial reporter has also been updated. If information is provided in the future, a supplemental report will be issued.